Event description:
It was reported a mandibular distractor failed to maintain distraction length, and appears to have moved backwards. The patient should have been distracted eighteen-nineteen millimeters when the distractor was removed, however the device only distracted eleven millimeters on one side and thirteen millimeters on the other side. The end result is the distractor seems to relapse. No additional medical intervention or revision was necessary. This is report 4 of 4 for (B)(4).

Manufacturer narrative:
(B)(4): the initial complaint was reviewed and found not reportable. Rationale: not likely to result in patient harm or the need for additional medical or surgical intervention, and no history of a previous report of serious injury or death.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.